Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose level was at 9.9 mmol/l. The customer stated that there were no significant events that could have led to the issue. The customer calibrates 3 times a day. A replacement sensor was sent to the customer. No further information was provided.